Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. A retained kit of reagent lot number 02262be00 had been tested for sensitivity. Results of this testing did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9016 and hiv 9018). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that nonreactive architect hiv ag/ab combo results were generated for two patient samples that tested reactive using an alternate method. Patient 1: architect 0.16 and 0.09 s/co (nonreactive), colloidal gold method reactive patient 2: architect 0.33 and 0.31 s/co (nonreactive), colloidal gold method reactive. No adverse impact to patient management was reported.